Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, pacing inhibition, and inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming options with the health care professional (hcp). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).